Event description:
It is reported that the spike broke off inside the tibia while being impacted. The broken spike was removed.

Manufacturer narrative:
(B) (4): evaluation: as returned, the longer of the two spikes has fractured at its base. The fracture was likely the result of a stress concentration inherent in this design. A 0.020" radius was added in the area of the fracture in an attempt to reduce occurrences of this type. Device history records indicate all components were manufactured and inspected to specification.